Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood and low blood glucose readings from the insulin pump. The customer stated that she had low readings where she was unconscious for 3 1/2 hours last week. The customer stated that she was blue and could not get a pulse. The customer treated with milk, candy, cheese and crackers. The customer also had a high reading of 600 mg/dl. The customer treated with a bolus.